Event description:
It was reported that that the patient with this inflatable penile prosthesis (ipp) presented with erosion, where tubing was observed eroding through the incision. The ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: UDI: (B)(4).